Event description:
Patient was hospitalized due to high bgs and ketones. Pump did not seem to be delivering. Patient was put on loaner pump. Bgs returned to normal. Mother advised patient not as diligent as could be.